Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded as no device was returned, and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A screw, implanted with a zero-p implant was noted to be backing out on x-ray taken after patient fell post-operative. Patient was returned to the or for removal of the zero-p and was revised to an advanced acf spacer and small stature cslp.